Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: one cd of photos was provided and reviewed. Based on the photos provided, perforation of the ivc can be confirmed. Conclusion: based upon the certificate of death and autopsy report, the complaint investigation is confirmed for filter limb perforation. Based upon the available information, the definitive root cause for the filter perforation is unknown. It is unknown if patient factors contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eight years after a vena cava filter had been implanted, the patient complained of leg numbness and inability to walk. Approximately 20 minutes after the onset of symptoms, 911 was called and the emergency response team found the patient unresponsive. CPR was initiated; however, resuscitative efforts were unsuccessful and the patient died one hour later. The autopsy report and certificate of death stated the cause of death was retroperitoneal and mesenteric hemorrhage due to perforation of the inferior vena cava by the ivc filter.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned. Images were not provided. The autopsy report and the certificate of death were provided, which state the cause of death was retroperitoneal and mesenteric hemorrhage due to perforation of the inferior vena cava by a bard recovery filter. Based upon the certificate of death and autopsy report, the complaint investigation is confirmed for filter limb perforation. Based upon the available information, the definitive root cause for the filter perforation is unknown. It is unknown if patient factors contributed to the reported event. The current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. All these above complications have been associated with serious adverse events such as medical intervention and/or death. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention.

Manufacturer narrative:
Received additional medical records. A bard recovery filter was deployed on (B)(6) 2004 for mva trauma with high risk of dvt and pe. The patient sustained multiple fractures including; bilateral rib fractures, multiple pelvis fracture, t2-t3 fracture of the thoracic spine, c6 - c7 fracture of the transverse spinous process of the cervical fracture, right humerus fracture. Patient received multiple surgeries and was discharged in stable condition approximately one month later. On (B)(6) 2012 a 911 call was made, paramedics arrived at the scene to find the patient unresponsive. Upon arrival paramedics began cardiopulmonary resuscitation (CPR) and transported the patient to (B)(6) ER arriving at approximately 1630. After all life saving measures was met with negative results (B)(6) pronounced the patient dead at 1632 on (B)(6) 2012. The autopsy report: the pathologic diagnosis for the autopsy; a retroperitoneal and mesenteric tissue hemorrhage with a perforation of a bard recovery filter through the inferior vena cava wall. Peripancreatic and mesenteric hemorrhage, per histology was identified. Left anterior descending coronary artery had a 25% stenosis. Right coronary artery had a 25% stenosis. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.